Event description:
It was reported that the monitor had unresponsive buttons and alarmed an error. The issue was not resolved by unplugging and plugging the device back in. The blood glucose reading was 146 mg/dl. The customer's mother stated that she attempted repeatedly and was unable to use the buttons. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
The pump was returned due to stating my sentry is not responding and she is getting buttons not responding. Visual inspection of the device revealed no anomalies were noted and powered up successfully. The pump was set to link to a pump with no success due to press buttons not responding. Disconnected and reconnected the power and the buttons still did not function. The pump was unable to link to the pump due to the push button not working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.